Manufacturer narrative:
(B)(4).the site has indicated that the incident unit will not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. A review of the device history record for this unit could not be conducted because a valid serial number was not provided.

Event description:
The customer reported that they were contacted by a patient after she had undergone a breast augmentation and abdominoplasty procedure at their site. The patient stated that she had found a blister on her left breast in the right upper quadrant about the size of a thumbnail, and on the back of her right calf. The site indicated that they had not noted any burns post-procedure or when they had placed a bra on the patient. The site does not know if the burns occurred during the surgery or after the patient went home. For the surgery, a 3m pre pad had been positioned on the patient's left buttock, a bear hugger was used without the bear hugger blanket to blow warm air on the patient, and the patient also had footpump scds on. An unknown electrosurgical pencil from a medline pack had also been used. The site's biomed checked out the generator and concluded the unit was in specification and was running properly. Have not come up with what might have happened. She said that biomed has checked the unit and said that it is working up to standard, even almost above standard. She said they are really at a loss as to whether it even happened in the procedure or if it happened when the patient went home. She said they did not see it post-op when they placed the bra on the patient.